Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported on 2016-09-12 that the patient's previous pump and catheters were removed due to infection on (B)(6) 2016. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.